Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be stretched, resulting in the length of the soft cannula measuring above specification. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. No damages or defects were noted to the fluid path components that would contribute to skin condition swelling at the infusion site. The exact cause of the reported skin swelling could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering of insulin and skin condition swelling at the infusion site (leg). The investigation observed a stretched cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 24 and 36 hours.